Manufacturer narrative:
(B) (4). (B) (4). The graftmaster indicated is being reported under another MFR #. Perforation, as listed in the xience v instructions for use IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Perforations can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, pti was performed to treat the perforation; however, a conclusive cause for the reported pt effect, and the relationship to the product if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation medical intervention. Device issue: failure to cross. It was reported that an otw xience (2.5x23mm) was advanced to treat the lesion located in the mid circumflex, however, the device failed to cross and upon retraction, a perforation was noted. The graftmaster was advanced for treatment of the perforation, however, it also failed to cross and upon retraction, the stent dislodged on the sheath edge and had to be snared for retrieval. The retrieval was successful and the vessel was patent. The perforation was not sealed, however, angiomax was stopped and the perforation resolved on its own. The procedure was stopped at this point and the pt is doing fine. No additional event or pt info is available.